Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
The patient via manufacturing representative reported that they are charging their device too often; every 2 days. The patient has been having this issue since they had their device replaced. It was calculated that the patient will go from a full charge to empty in 2.9 days. The manufacturing representative states that they will recharge the patient¿s device to full and gets the charge complete screen. However, then when checking the battery with the patient¿s programmer and recharger, the external devices do not show that the implantable neurostimulator (ins) battery is full. It was reviewed that there could be a delay for the battery status to update. The patient noted that they are not using therapy when during recharge. It was then observed with the recharger that the patient did not charge to completely full. Additionally, the patient stated that the recharger displays that the ins battery is full, but they don¿t believe it is. Patient services stated that they can try replacing the recharger, but expected the same results. The patient was transferred to repair. No patient symptoms were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.